Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria during evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ¿speaker 1 failure¿ and ¿speaker 2 failure¿ codes were found in the ventilator's downloaded error log. The event only occurred once, and was corrected upon reboot of the device.